Event description:
A patient experienced a stent fracture, an st elevation myocardial infarction (stemi), and in-stent thrombosis approximately two and a half years after two cypher stents were implanted. The stents had been implanted for treatment of a mid left anterior descending (lad) lesion that was described as de novo, 40mm in length and type c. The reference vessel was approximately 2.5 to 3.0mm in diameter. The indication for the procedure was an mi. It is unknown if pre-dilation was conducted. A 3.0 x 28mm cypher bx was implanted at 18atm and a 2.5 x 18mm cypher bx was implanted at 12atm, overlapping the first stent. It is unknown if post-dilation was conducted. The residual percentage of stenosis and pre and post-procedure timi flow were unknown. Approximately 2 and a half years later, the patient developed an stemi. Angiography revealed thrombus inside of the implanted cypher bx stents with 100% occlusion and timi flow 0. When ivus was conducted, stent fracture was observed at the implanted cypher bx stents. To treat the thrombus, additional stenting (brand and number of units were unspecified) was performed inside the cypher bx stents.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a stent fracture, an st elevation myocardial infarction (stemi), and in-stent thrombosis approximately two and a half years after two cypher stents were implanted. The patient's medical history is significant for tobacco abuse. The indication for the procedure was a myocardial infarction. The target lesion was the mid left anterior descending artery (lad). The lesion was described as de novo, 40mm in length and having a reference vessel diameter of 2.5mm to 3.0mm. It is unknown if pre-dilation was conducted. A 3.0 x 28mm cypher bx was implanted at 18atm and a 2.5 x 18mm cypher bx was implanted at 12atm, overlapping the first stent. It is unknown if post-dilation was conducted. The residual percentage of stenosis and pre and post-procedure timi flow were unknown. Approximately two and a half years later, the patient developed an stemi. Angiography revealed thrombus inside of the implanted cypher bx stents with 100% occlusion and timi flow 0. When ivus was conducted, stent fracture was observed at the implanted cypher bx stents. To treat the thrombus, additional stenting (brand and number of units were unspecified) was performed inside the cypher bx stents. At the time of the thrombosis, the patient was taking ticlopidine, but aspirin had been discontinued at some time prior to the thrombosis. There is no further information available regarding this event. According to the investigator, the possible cause of the thrombotic event was the effect of the stent fracture. The devices were implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Without the procedural films stent fracture could not be confirmed, however while not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events, but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Myocardial infarction and stent thrombosis are known potential adverse events associated with implanting coronary artery stents and may be related to the reported stent fracture. The patient was also not taking aspirin at the time of the event, and as recommended in the IFU, patients who receive this device should be on aspirin perpetually. Review of the limited information suggests that vessel/lesion characteristics and/or procedural factors (long lesion with overlapping stents) and possible pharmacological factors may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00736 and 9616099-2010-00737.

Manufacturer narrative:
At the time of the thrombosis, the patient was taking ticlopidine, but aspirin had been discontinued at some time prior to the thrombosis. There is no further information available regarding this event. According to the investigator, the possible cause of the thrombotic event was the effect of the stent fracture.aspirin 200mg/day: 2005-(B)(6) stop date unknown.ticlopidine hydrochloride: 200mg/day: 2005-(B)(6).heparin unknown dosage: 2005-(B)(6) (during the pci).(B)(4).additional information will be submitted within 30 days of receipt.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00736 and 9616099-2010-00737.